Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was able to be interrogated via remote transmission. No intervention was performed. The patient was in stable condition.